Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay. No additional patient information, including treatment and outcome, was provided. Although requested, no additional information was provided.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients on various dates using various lots. This MFR. Report addresses patient one (1) of four (4) and lot m166839 (total quantity: 1). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 with a direct tested mentip swab using a nasopharyngeal sample. Repeat testing was not performed. Confirmation testing using an unknown outsourced pcr generated a negative result the following day (CT value: not provided). The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Although requested, no additional information was provided.

Manufacturer narrative:
Investigation results: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m166839 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m166839, test base part number 190-430 / lot m166839. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166839 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.